Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) approximately 300mg/dl-"high" being displayed on cgm; with an unknown cause. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer declined to remove the infusion set for troubleshooting. Customer will discuss high bg issue with cde but declined follow up from tandem technical support.